Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in a polyflux 170h apac dialyzer. The reporter described the particulate matter as ¿black dirt¿. This was noticed before use. No patient was involved. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a few particles in the dialysate side of the dialyzer near the welding zone. An infrared (ir) analysis was performed; however, no representative spectrum could be found. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.